Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) delivered shock seven times. The device was checked and the physician confirmed that the patient had an irregular rhythm that the device was not supposed to set off however, the device misread the irregular heartbeat. Patient support asked if the patient had a history of atrial fibrillation which the patient was unsure. Ps also asked if the device was reprogrammed, the patient said yes programming was changed so his heartbeat needs to go to 200 to set off. The device remains in service. No adverse patient effects were reported. Additional information from the field representative indicated that the patient was checked and that the rhythm was supraventricular tachycardia (svt) that accelerated through the monitor only zone. Further, all shocks were exhausted for that episode so the device was reprogrammed and the patient went home after.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--